Manufacturer narrative:
Follow-up #1: date of submission 10/27/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2015 with the following findings: a replace battery alarm went unacknowledged on 05/04/2015 at 07:43. The pump continued to alarm until the battery voltage was depleted and the pump went into a "reboot" condition. The battery cap was able to fully tighten however the slot on top of the cap was damaged making it difficult to remove. There was a battery compartment crack observed below the grip pad. The pump was exercised for 24 hours with no issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery cap couldn't be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.